Event description:
It was reported that the patient was experiencing a lot of pain. The patient underwent a revision procedure where the implantable pulse generator (ipg) was replaced with a magnetic resonance imaging (MRI) compatible device. The patient was doing well postoperatively and the explanted ipg was not returned per facility protocol.

Manufacturer narrative:
Block b3: exact date unknown, event occurred over the past year from the date the manufacturer became aware of the event.